Manufacturer narrative:
All patient information are unknown. The physician did not dilate the balloon all the way, thus allowing for trauma to be caused with the sheath.

Event description:
It was reported to boston scientific corporation that a nephromax kit was used during nephrostolithotomy procedure performed on (B)(6) 2013. According to the complainant, the sheath of the nephromax would not advance over the balloon. Added force was applied to advance the sheath which caused the kidney to be torn. The procedure was completed with this device. The physician did not do anything to the torn in the kidney. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax kit was used during nephrostolithotomy procedure performed on (B)(6) 2013. According to the complainant, the physician did not dilate the balloon all the way, thus allowing for trauma to be caused with the sheath. The procedure was completed with this device. The physician did not do anything to the torn in the kidney. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a nephromax kit was used during nephrostolithotomy procedure performed on (B)(6) 2013. According to the complainant, the sheath of the nephromax would not advance over the balloon. Added force was applied to advance the sheath which caused the kidney to be torn. The procedure was completed with this device. The physician did not do anything to the torn in the kidney. The patient's condition at the conclusion of the procedure was reported to be stable.